Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided; test strip lot #: 3475478; meter serial #: not provided.

Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On approximately (B)(6) 2014, the patient obtained blood glucose readings on the reported meter which she claimed were inaccurately high compared to her expected values. The patient was unable to provide the specific results obtained. The patient reported that she took the action of taking additional insulin doses based on these readings. The patient manages her diabetes with insulin taken on a sliding scale. Sixteen hours afterwards, the patient experienced the symptoms of shaking, dizziness and headache. She did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings. Therefore this complaint is being reported.